Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
Primary diagnosis: l3-l4 and l5-s1 pseudarthrosis injury: l3-l4 and l5-s1 pseudarthrosis. Persistent back pain due to lack of fusion on levels l3-l4 and l5-s1 it was reporteed that on 22 may 2013, post-op, the patient had persistent back pain due to lack of fusion on levels l3-l4 and l5-s1. The MRI and CT scan of the patient, done on (B)(6) 2013, revealed "lack of fusion at levels l3-l4 and l5-s1". As a result of this event, the patient had to underwent surgical intervention, anterior fusion, with in-patient hospitalization for period from (B)(6) 2013. The event was resolved without sequelae on (B)(6) 2013. The following information regarding rh-bmp2/acs was reported: expiry date: n/a pack size: 12 mg dose(s) per day: 2/6 of the matrix (4 mg of rh-bmp2/acs) therapy date (start): (B)(6) 2012 indication(s) for use: degenerative disc disease route(s) of administration: na investigator and sponsor assessment: - rh-bmp2/acs relatedness: not related - study procedure relatedness: not related - device/other component relatedness, specify: not related.